Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "on a few occasions, my defibrillator shocked me." It was noted that the patient saw their cardiologist and were told they never saw a shock. The patient also reported being in the emergency room due to chest pain and a "shock from an electrical current". In addition, the patient reported previously passing out four years ago and fainting again more recently. The implantable cardioverter defibrillator (ICD) currently remains in use. No further patient complications have been reported as a result of this event.